Manufacturer narrative:
The sterilization records were reviewed and no evidence of abnormal sterilization cycle was found. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during a follow up in clinic, pocket erosion at the implant site was observed. The physician suspected the erosion was due to the anatomy of the patient. Revision of the pocket was performed to resolve the event. No additional intervention was required. The patient was in stable condition.